Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray leaked through cracks in the product. Found during use. No serious injury or medical intervention noted.

Manufacturer narrative:
Additional information was received for the initial reporter address. The following fields have been updated: (B)(6).